Event description:
Reportedly, when the nurse removed the vamp from the package the end of the tubing that has the needless part fell off the main vamp tubing. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: kit appeared not used. No priming solution was found inside the system. Reported defect of "the end of the tubing that has the needless part fell off the main vamp tubing" was confirmed. Tubing male connector was completely detached and missing from solvent bond joint with the tubing. Indication of bonding solvent was visible at small part of tubing bond area. A device history record review was completed and documented that the device met all specifications upon distribution.